Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported she using the insulin pump with solu-cortas medication instead of insulin. Customer stated during the set change procedure the device delivered 9.3 units of medication and 3.1 units of medication to her body. Customer stated she mad a rookie mistake and tried to insert the infusion set without removing the needle guard and she had to do another set change. Customer in not a diabetic so no blood glucose was provided. Customer was advised to be disconnected. Primed tubing and insulin drop formed at the needle. Customer stated the she did not program a larger amount then required. The reservoir was not manipulated. Customer stated the settings were correct. The device was not worn during an MRI. No alarms noted in the device. The device passed displacement. Customer stated her trainer wanted the device replaced. No further information reported.